Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml hydromorphone at 0.24 mg/day. The reason for use was not reported. It was reported that a motor stall was seen at initial interrogation on (B)(6) 2019. The patient recently had an MRI. There was a critical alarm with a motor stall occurred at 9:26 am. The MRI was not done due to a suspected problem with the device or therapy. The caller read the logs, there was no motor stall recovery occurred. It had been more than 2 hours since patient exited the MRI field. They discussed re-interrogating the pump with logs. None of the interrogations resulted in a recovery. Motor stall considerations were reviewed, including to cover the patient with non-pump medication, and to periodically interrogate pump for stall recovery. They could not do further troubleshooting due to lack of access to product. There were no symptoms reported. There were no further complications reported/anticipated.